Event description:
During a cardiopulmonary bypass procedure, the device would not pump water to the cardioplegia delivery circuit heat exchanger. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.